Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilation with a 1.5x10mm non-bsc balloon catheter, a 2.00mm x 15mm maverick balloon catheter was able to cross the lesion despite advancing difficulty and was inflated three times at 6 atmospheres, 8 atmospheres, and 10 atmospheres respectively for 8 seconds on each inflation; however, on the 3rd inflation, the balloon ruptured. The device was removed from the patient as a whole system. A 2.0x15 non-bsc balloon catheter was then advanced for pre-dilation and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The tip, balloon, markerbands, shaft and hypotube were microscopically inspected. Inspection revealed a pinhole in the balloon material, at the distal edge of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilation with a 1.5x10mm non-bsc balloon catheter, a 2.00mm x 15mm maverick balloon catheter was able to cross the lesion despite advancing difficulty and was inflated three times at 6 atmospheres, 8 atmospheres, and 10 atmospheres respectively for 8 seconds on each inflation; however, on the 3rd inflation, the balloon ruptured. The device was removed from the patient as a whole system. A 2.0x15 non-bsc balloon catheter was then advanced for pre-dilation and the procedure was completed. No patient complications were reported and the patient's status was good.